Event description:
Caller (nurse) alleged discrepant results compared with the lab. On (B)(6) 2011, patient had symptoms of a blood clot, so they sent him to the hospital. Hospital inr several hours later (time unknown) was 1.63, then 1.87 a few days later. Patient was diagnosed with blood clot via ultrasound and given lovenox.

Manufacturer narrative:
Investigation pending.